Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, restenosis occurred. A taxus liberte stent was implanted in an unspecified vessel on an unspecified date. In 2009, the patient returned and 90% instent restenosis was discovered. Access was obtained through a radial artery. A 3.0mm x 10mm flextome cutting balloon was to be used to treat the restenosed stent. On the first inflation, the balloon ruptured at 6 atms. The procedure was successfully completed with an unk device. There were no further patient complications. Patient's status is reported as good.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The most probable root cause for this reported complaint is determined to be anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu.